Manufacturer narrative:
Qa performed retain testing to confirm reactivity of the c antigen. Results were statisfactory. Customer performed a retest in 2007 with the same lot of product (vs103) and obtained weak - 1+ reaction with cell ii. The customer did not visually inspect the gel card with negative result obtained four days prior with provue.